Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due fluid loss. The physician was able to visually see air in the system, and the device was not working as intended. There were no patient complications reported.